Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the batch record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
The following was published in heart rhythm, 2026; 23:e403¿e410). "Ablation of idiopathic ventricular arrhythmias from the right ventricular apex"; jeremy y. Feng, md. Patients undergoing catheter ablation for rv apical vas at 3 centers were retrospectively analyzed. Vas from the moderator band, papillary muscles, or associated with significant structural heart disease were excluded. Clinical characteristics, ECG features, procedural details, and follow-up data were assessed. An event of pericardial effusion that occurred during ablation of an unrelated left-sided pvc and required a pericardiocentesis was reported.